Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue; according to the health care provider, the display is defective. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: during investigation, the pump was powered on and the display functioned properly. The display screen was found to be clear and legible. The complaint of a defective display was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the ok keypad button was unresponsive. All of the other buttons responded appropriately. There was no damage observed to the keypad. No contamination was observed under the button contacts. The pump was opened and there was moisture found on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)